Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed. Should the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that post-paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes and further testing were recommended. The patient was stable before, during and after the device interrogation. The physician elected to explant the device due to an advisory warning on (B)(6) 2017.